Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6), male pt, the device prompted an "unable to shock" message. Complainant indicated that the pt subsequently expired.